Manufacturer narrative:
Implant date: unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced device mechanical issues with this inflatable penile prosthesis (ipp) pump related to deflation. A surgical procedure was performed wherein the pump was explanted and replaced with a new ipp pump. No additional patient complications were reported.